Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms and mild dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2011 by dr (B)(6). -uneventful device explant due to ongoing gerd symptoms and mild dysphagia on (B)(6) 2016 by dr (B)(6). -device found in correct position/geometry.